Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) results generated by the coulter act 5diff cp analyzer for two patient samples. Patient a: sample collected from this patient gave a result of 4.8g/dl. The patient was transferred to a hospital where redrawn, and hgb results were 8.0 (units unknown). The original specimen was re-tested on the act 5diff instrument three days later and the repeated result was 4.8g/dl. Patient b: initial result for this patient was 12.0g/dl. The result had dropped to 10.5g/dl on the next day, and it was questioned. The original specimen was re-tested and repeated result was 13.3g/dl. This result was considered correct and a corrected report was issued. Based on information provided, there was no impact to patient treatment.

Manufacturer narrative:
The samples were drawn via venipuncture into 4ml hemogard tubes. Qc was run before the event and results recovered within range. A field service engineer (fse) was dispatched: the fse replaced the sample probe and performed alignment. The fse verified that all valves are activating normally. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.